Manufacturer narrative:
No device analysis results are available because the device remains implanted. The sensor was reviewed and found outside of the tolerance for cm mean. The cause is inconclusive at this time and is under investigation. Per the event description, the check was performed using data from a swan-ganz catheter placed during a hospitalization for high pulmonary artery diastolic pressure. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5-mhz. The sensor was operating at 33.87 mhz, 33.98 mhz, and 34.12 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed primarily to confirm the validity of the pressure sensor readings due to the patient having shortness of breath. The sensor was recalibrated and the mean was decreased by 16 mmhg. Readings were observed under the manufacturer's patient care network database.